Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what was the appearance of the jammed staples (b-formation, irregular, legs straight)? No information I understand that the cut end was jagged. Was the cut line complete? No what color cartridge was being used (please provide the lot number)? No information

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the clamped tissue was slipped forward at the sixth firing and the deployed staples were jammed and the cut end was jagged. The device was used on gastroduodenostomy for delta anastomosis. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.